Event description:
It was reported that the right ventricular lead has had a slow rise in impedance and is now high. There has also been a decrease in sensing and a small increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The right ventricular pace impedance was greater than 1500 ohms throughout the record. The initial implant impedance was 540 ohms with a lifetime maximum measurement of 1973 ohms. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2005. (B)(4).